Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified the catheter was detached from the port. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060 port & catheter allegedly experienced detachment of device or device component. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be (B)(6), weight and gender were not provided.